Manufacturer narrative:
Patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had a large breakfast and experienced high blood glucose levels on (B)(6) 2026 which was treated with manual bolus via pump. The blood glucose level was high for more than four hours.